Event description:
It was reported that the pt monitoring system did not alarm and the arterial tubing manufactured by smiths medical was broken. The customer also reported that the arterial line trace was flat with no pressure due to the broken arterial tubing. The arterial tubing was requested by draeger service. However, it was already disposed of by the customer. There was a pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.